Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. As such, the patient's ipg was no longer able to communicate with the charging system. Surgical intervention may be taken at a later date to address this issue.